Manufacturer narrative:
This report is submitted on february 01, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed infection at implant site and was treated with oral and topical antibiotics (date and duration not reported). On (B)(6) 2016 (specific date not reported) the patient underwent a procedure to remove granulation tissue, however the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct initial "date of this report" is (B)(6) 2016 (specific date not reported), not (B)(6) 2017, as initially reported. Correction: the correct date of explant is (B)(6) 2016, not (B)(6) 2017, as initially reported. Additional information regarding the patient's treatment: per the patient's surgeon and audiologist, the patient received oral and topical antibiotic treatment for their infection in (B)(6) 2016 (specific date not reported). In (B)(6) 2016 (specific date not reported), the patient underwent a procedure to excise granulated tissue at the implant site. On (B)(6) 2016, the patient underwent a second revision to excise reoccurring granulated tissue at the implant site. During the procedure, the receiver stimulator was found to be surrounded by infected granulated tissue. Subsequently, the receiver stimulator was explanted and the electrode array was left insitu in order to preserve the cochlea for future implantation. The patient was successfully reimplanted with another cochlear device on (B)(6) 2017. The electrode array was removed at the time of reimplantation on (B)(6) 2017, and was received by the manufacturer on april 24, 2017. The receiver-stimulator unit was not returned to the manufacturer for analysis and has not been made available.